Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported leakage from the "elastomer which contacts pumping roller and the inside of the console got wet" during surgery. The system stopped and was not able to be rebooted. The system was exchanged the procedure was completed with no harm to the patient.